Event description:
Boston scientific received information that one day post implant, this implantable defibrillation lead exhibited high pacing threshold measurements. Loss of capture was also noted. It was reported the patient has no r post an atrioventricular node ablation. The pocket was reopened and it was noted the lead was slightly twisted. The lead was successfully repositioned and the device was sutured down. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.